Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use at interrogation, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery status bar. At a recheck four days later, the issue persisted. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the low battery voltage was due to a slight high current drain. Later, the device current drain shifted to a nominal level and high current was not able to be permanently re-established. Since a high current drain condition was no longer present, and could not be re-established, the cause of the depleted battery was not determined. If information is provided in the future, a supplemental report will be issued.